Manufacturer narrative:
Results: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for sleeve failing to recover with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: bd was unable to determine the root cause.

Event description:
It was reported that during blood collection a bd flashback blood collection needles 21g x 1" failed to recover and caused blood leakage. No exposure to mucous membranes, no blood exposure, no medical intervention or serious injury reported.